Manufacturer narrative:
Result: no failure detected; the alleged failure ¿working channel sleeve protrusion¿ could not be duplicated. A visual examination of the spyscope ds device found that working channel sleeve was not extended from the distal cap when received. The distal tip would articulate without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. The complaint is not consistent with the returned spyscope ds since the working channel sleeve was not extended from the distal cap. Therefore, the most probable root cause is "not confirmed." A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) and in the biliary during a cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while this device was inside the common bile duct, it was noticed that the working channel protruded out of the tip of the spyscope ds. During the middle of the procedure, while using a spybite biopsy forceps, the image on the screen started to pixelate and then the image was lost. In the later part of the procedure, it appeared that the protruded working channel went back inside the scope. Reportedly, there was no other visible damage noted and no part of the spyscope ds detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) and in the biliary during a cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while this device was inside the common bile duct, it was noticed that the working channel protruded out of the tip of the spyscope ds. During the middle of the procedure, while using a spybite biopsy forceps, the image on the screen started to pixelate and then the image was lost. In the later part of the procedure, it appeared that the protruded working channel went back inside the scope. Reportedly, there was no other visible damage noted and no part of the spyscope ds detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.